Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to the device replacement procedure, very high left ventricular (lv) lead thresholds were observed while the lv lead was connected to the cardiac resynchronization therapy defibrillator (crt-d). It was noted that after the device was replaced and the lv lead was connected to the new device, low thresholds were then observed with both the device and the analyzer cable. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Performance data collected from the device was also received, analyzed and no anomalies were found. It was noted capture management was off and the analyst could not determine high threshold.